Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via email that his insulin pump was showing no delivery a lot lately. Customer stated that it was causing some very bad nights and was working great up until a few days ago. Customer's blood glucose is 107 mg/dl. Customer stated that he does have a back-up plan. Customer has treated with the pump and a manual injection. Customer's blood glucose went up to 404 mg/dl. Customer treated with a set change and an infusion set. Customer stated that the alarm occurred bolus with the last two infusion sets and reservoirs. Customer stated that the no delivery alarm is not recurring. Customer stated that the issue has been resolved. Customer stated that the alarm was resolved by a complete set change. Customer was advised that the pump was working as designed.